Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded drive support disk. No compromised force sensor system alarmed from the pump. The insulin pump was received with minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported of a compromised force sensor system from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.